Event description:
During a stenting procedure to the bilateral common iliac arteries, when an unknown 10x40mm smart control stent was dilated in the lesion, dissection occurred and therefore an 8x60mm smart stent was dilated to fix the dissection. When the physician tried to remove the sds, it became stuck to the stent and forceful removal led to stent deformation. Deformed stent was removed surgically from the patient. The patient is stable now. Initially, a contralateral approach was made with a 45cm guiding sheath (destination, terumo) and the first lesion was pre-dilated with 5x20mm aviator balloon catheter and the 10x40mm smart stent was placed at the lesion. There was no difficulty tracking the stent deployment system through the vessel. There was no difficulty crossing the lesion. It is unknown what caused the dissection, but it occurred after stent placement. In order to treat the second lesion, the guiding sheath was retracted to ipsilateral side and the same 5x20mm aviator balloon catheter was used to pre-dilate the second lesion successfully. There was moderate calcification and tortuosity with 90% stenosis.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2014-00125 and 9616099-2014-00126. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the bilateral common iliac arteries, when a 10x40mm smart control stent was dilated in the lesion a dissection occurred necessitating deployment of a 8x60mm smart stent to treat the dissection. When the physician tried to remove the 8x60 delivery system, it became stuck to the deployed stent requiring forceful removal which led to stent deformation such that the stent had to be removed surgically. The patient is stable. Initially, a contralateral approach was made with a 45cm guiding sheath (destination, terumo) and the first lesion was pre-dilated with 5x20mm aviator balloon catheter followed by placement of the 10x40mm smart stent. There was no difficulty tracking the stent deployment system through the vessel and there was no difficulty crossing the lesion. It is unknown what caused the dissection, but it occurred after stent placement. (B)(4). One non-sterile smart control, iliac 8x60 was received coiled and inside an unknown catheter sheath introducer within a plastic bag. The locking pin was not received. The unit was deployed and the stent was not received. Blood residues were observed in the outer member. One kink was observed at 14.5 cm from the ID band. No more anomalies were found. The od of the outer sheath was measured and it was found acceptable per drawing. In addition functional test was performed using the involved device unknown received and cordis 6f csi laboratory sample and not resistance was felt. Pictures were taken of the received unit, the results during the functional test with unknown catheter sheath introducer and with cordis 6f cather sheath introducer. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the kink condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The ¿stent delivery system (sds) withdrawal difficulty-snagged/caught on stent" reported by the customer was not confirmed since no anomalies were found during functional/dimensional analyses. The exact cause of the reported failure condition could not be conclusively determined. Handling and procedural factors could be contributed to the failure experienced by customer. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing related. Therefore no actions will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, based on the information available, it appears that the difficulty experienced by the customer may have been caused by device interaction and is not related to a product quality issue.